Manufacturer narrative:
Analysis found that the customer's complaint was confirmed, channel interference. The back cover was cracked and pcba was defective. The pcba, complete enclosure, 4 rubber bumpers and decals were replaced. The device was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider via distributor reported that the preamplifier was not working. There was no patient impact.

Manufacturer narrative:
The correct date in the first submitted regulatory report is august 13, 2018. If information is provided in the future, a supplemental report will be issued.